Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have thermal damage to the sleeve. Failure analysis found the primary failure of the monopolar yaw pulley thermal damage/sleeve damage to be related to the customer reported complaint. The conductor wire was not damaged and there were no exposed wires. The thermal damage is likely from arcing as there are no signs of thermal damage on the side with the conductor wire. The permanent cautery hook instrument passed the electrical continuity test. The permanent cautery hook instrument was placed on an in-house system and passed the energy delivery test without any issues. The root cause of the thermal damage is typically attributed to device design. Failure analysis also found the secondary failure of the distal clevis thermal damage to be related to the customer reported complaint. The thermal damage to the distal clevis is located in the same location as the sleeve damage, likely from the same arcing. The root cause is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The permanent cautery hook instrument was found to have a dislodged ceramic sleeve. The ceramic sleeve is still attached to the tip. No material was missing. The common cause of the dislodged ceramic sleeve is attributed to manufacturing. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this permanent cautery hook instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis surgical procedure, the customer observed that the front end of the permanent cautery hook instrument was scorched. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The instrument conductor wire insulation was damaged with the internal wires exposed. No evidence of thermal damage was identified on the instrument. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. A video recording of the procedure is not available, but images of the instrument damage were provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the front end of the permanent cautery hook instrument was scorched, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the procedure log with the information provided resulted in no additional information. In addition, the permanent cautery hook instrument information cannot be verified through the system log review at this time as it was not registered on the system. Images of the permanent cautery hook instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: there appears to be thermal damage to the distal clevis of the instrument. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis surgical procedure, the customer observed that the front end of the permanent cautery hook instrument was scorched. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.